Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an implantable cardioverter defibrillator implant procedure. The device and leads were tested prior to insertion, and all had normal measurements. However, the device started to vibrate when the device was connected to the left and right ventricular leads inside the patient. A measurement was going to be performed again, but the telemetry was interrupted. An error message also appeared, notifying the user that the device had entered backup vvi mode. The device was exchanged for another and patient was stable after the event.

Manufacturer narrative:
Final analysis confirmed the backup vvi event. The device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested. The device functionality was found to be normal. The device entered bvvi due to a por (power on reset). The por could not be reproduced in the lab; hence the root cause remains undetermined.